Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If a device is received, a supplemental report will be filed.

Event description:
The incident involved a chemoclave® universal vented vial spike on an unknown date. It was reported that while transferring the diluent to the drug vial (containing monoclonal antibody), followed by repeated aspiration with syringe to ensure homogenized mixture in the vial, it was noted that at times it could cause visible particle formation in the vial. The particle formation is absent when aspiration with syringe is absent or reduced. There was no patient involvement and no report of patient harm.

Event description:
The customer reported additional information on 12-dec-2023. The customer performed experiments which concluded that particles seen are not related to their drug product as particles are also seen on placebo vials having 0.9% normal saline and ps80 (polysorbate 80 as excipient), when using chemoclave cstds during preparation. It seems the particle are highly likely a result of stopper coring than the cstds itself. The customer further added that the particulates are non-proteinaceous fibrous white filaments. The product was stored at room temperature. No patient was involved, no harm or adverse event and no delay in therapy.